Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The drive support cap appeared normal and slightly indented. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Customer returned pump for an alleged motor error alarm. Insulin pump passed the error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm during testing. Pump history download using thds was successful.however, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date, time and whether alarm occurred during basal & bolus due to the corrupted data. The alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed.the following were noted during visual inspection: cracked reservoir tube lip and missing endcap sticker. Insulin pump passed required testing. Not confirmed motor error alarm. (B)(4).